Event description:
It was reported that a site was having problems with their programming system. Good faith attempts were made with this physician to obtain further information surrounding this event; however, these attempts went unanswered.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.